Event description:
It was reported that after successful completion of a da vinci si single-site cholecystectomy procedure, the surgeon observed that two pieces from the single-site port had broken off and fell onto the fatty omentum of the patient's belly. The fragments were removed through the patient's umbilical port using the da vinci si surgical system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the single-site port was returned with two pieces of the lower rim detached. The lower rim is the part that goes inside of the patient. The detached pieces are roughly 1.3 to 1.4 long and each of the detached pieces exhibit teeth marks along one edge. There are also teeth marks along the tear line of the port and below the tear. Engineering concluded that the damage to the port was likely due to excessive clamping force. No other damage was found. The da vinci si single-site user manual specifically states: general precautions and warnings: single-site instruments should be handled and operated by trained personnel. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.